Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of capture in the bipolar configuration. The lead was temporarily programmed to the unipolar configuration.